Manufacturer narrative:
H3, h6) the product ID: 9736403, lot number: 1841c00930, was returned to the manufacturer and analysis did not confirm the reported event. The computer powered on when power was applied and after multiple power cycles, no boot up or video issues were observed. The network and "teradici" configurations were set correctly and the video capture card functioned correctly. All display ports-digital visual interface (dvi), high definition multimedia interface (hdmi), and display ports all functioned correctly. The sound functioned on the hdmi and dp ports and the computer passed all burn-in testing. The computer was fully functional. Previously reported code, b01 is applicable as well as newly reported codes, c19 and d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Author/date/subject/note: continuation of d10: information references the main component of the system. Other relevant device(s) are: product ID: 9735764, serial/lot # (B)(6). The system was serviced in the field, and the computer was replaced. Codes b01, c02, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that a freeze occurred several times during navigation system usage. After restarting, the operation was completed. The computer was replaced. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.